Manufacturer narrative:
This report is submitted on may 04, 2020.

Event description:
Per the clinic, the patient experienced dizziness and nausea and subsequently was treated with steroid (date and duration not reported).